Event description:
The patient was implanted with a surgical lead on (B)(6) 2009. It was reported that his therapy coverage suddenly changed and he is now feeling excessive stimulation in his right leg but none in his left foot. A diagnostic test was taken; however, no impedance issues were observed. An x-ray revealed that the patient's lead position was slightly farther right than the original placement. According to the physician, the current lead location does not appear to be an acute change, but rather a minor shifting as the lead scarred into place. In an effort to rectify this matter, the patient was reprogrammed. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.